Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 329 (mg/dl). Correction boluses were administered to treat bg levels. Reportedly, customer changed pump settings without consulting with their health care provider (hcp). System check with tandem technical support indicated the pump was performing as intended; however, customer uses apidra insulin in cartridge. Customer was reminded that apidra was not indicated for use with tandem products. Recommendation was made to consult with hcp to discuss infusion set options and pump settings.